Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -8.5/1.0/110 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the eye on (B)(6) 2021. The lens was implanted, removed and replaced within the same surgery. There was no patient contact. Cause of event was unknown.